Event description:
Nurse reported that as he was taking accu-chek of pt, after needle was pressed into the pt to obtain blood sample for blood glucose, the device needle did not retract fully. As rn went to discard the device, he was unaware of the needle had not retracted fully and sustained a needle stick to his left 5 th finger.